Manufacturer narrative:
No patients were involved with this event. The cause of this event was confirmed to be a malfunctioning mixer pulley. A damaged or malfunctioning mixer pulley which causes rough or halting motion during rv (reaction vessel) mixing could produce splashing in the rv. This could result in droplets which are suspended on sides of the rv; these droplets may not be properly aspirated after washing. This failure mode could potentially result in the symptoms (system check failure due to imprecision) reported by the customer. This failure mode has the potential to generate erroneous results; however there is no indication that this potential was realized in this instance. (B)(4).

Event description:
On (B)(6) 2015, the customer reported failing system checks on the customer's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The reported failures were due to washed portion imprecision. The washed potion of the system check is intended to evaluate the analyzer's mixing, aspiration and dispense functions. There was no report of erroneous patient results in association with this event. A beckman coulter fse (field service engineer) was dispatched to the customer site to evaluate the analyzer. The fse determined the cause of the failing system checks was a malfunctioning mixer pulley (part number b26970). Upon review of prior system checks, the fse determined washed portion system check failure had been an ongoing issue on this analyzer.